Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. The complaint is not confirmed.

Event description:
Customer reported that on (B)(6) 2016 she received an unspecified error message on the display of her adc blood glucose meter. Customer further reported she self-presented to a hospital because she didn't know what her glucose was and noted she was treated with insulin and was hospitalized until (B)(6) 2016. No further information was provided by the customer as she declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2016 she received an unspecified error message on the display of her adc blood glucose meter. Customer further reported she self-presented to a hospital because she didn't know what her glucose was and noted she was treated with insulin and was hospitalized until (B)(6) 2016. No further information was provided by the customer as she declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.